Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was obtained from a patient sample processed on the vitros 5600 integrated system. The investigation could not determine a definitive assignable cause. Results from precision testing of the vitros 5600 integrated system were not provided, therefore unexpected instrument performance cannot be ruled out as a contributing factor. An ortho field engineer visited the customer site and performed service actions to the vitros 5600 integrated system to optimise performance. There have been no further reports of elevated trop I results from the customer site. Based on historical quality control results, a vitros tropi es reagent performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2102 at, or below the url concentration of 0.034 ug/l cannot be determined and a reagent issue could not be entirely ruled out. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor, as the customer was not following the sample collection device manufacturer recommendations so it is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. In addition the affected sample was turbid, which may have influenced the elevated result obtained. A definitive assignable cause for the event could not be determined.

Event description:
A customer observed a single non-reproducible, higher than expected vitros tropi es result from a patient sample processed on a vitros 5600 integrated system. Patient sample result of 0.251 ng/ml versus expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory, however a corrected report was later issued after the patient had already been discharged. There is no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (Ortho) complaint number (B)(4).